Event description:
On (B)(6) 2019, it was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. Details provided from appointments: (B)(6) 2018: prior the appointment, patient was on baclofen with a concentration of 200 mcg/ml and a daily dose of 30 mcg/day, and bupivicaine with a concentration of 32 mg/ml and a daily dose of 4.8 mg/day. Patient was programmed with a refill of 20 mls, and the concentration of both the baclofen and and bupivicaine were increased to 250 mcg/ml and 40 mg/ml. It is unknown of a bridge bolus was programmed. (B)(6) 2019: patient was reported to need an MRI. The pump was programmed with a 0 mcg/day daily dose and a 0 ml refill volume. The pump was reprogrammed with a reservoir volume of 20 mls the same medication as before and the daily dose was reprogrammed. (B)(6) 2019: volume discrepancy was observed. Expected volume: 5.053 mls, returned volume: 18.5 mls. Patient was programmed with a refill of 20 mls and set to a daily dose of 1 mcg/day. There were no indications of pump errors and the battery read as ok. Physician also reported that the patient did not report any falls or accidents. There are no reported patient symptoms. It was also reported that the patient did have a surgery prior to the previous refill. On (B)(6) 2019, physician reported that they emptied the reservoir and internal fluid pathway and replaced it with saline. They programmed it a fast rate, in which the expected volume was 11.2 mls but the returned volume was 20 mls. They did an MRI on the patient to assess for any granulomas or anatomical issues in which none were found. MRI protocol was followed. Physician asked what other troubleshooting could be done, in which a cap study was suggested. Physician reported that when they replaced the medication with saline, they had difficulty aspirating from the cap. Dye study was allegedly going to be scheduled, but was not confirmed to have occurred.. (B)(6) 2019: the patient contacted to report that the pump was explanted. No additional information was provided.

Manufacturer narrative:
Further follow-up with the physician's office was not successful. There is no further information available. Potential root cause for the alleged discrepancy cannot be confirmed as the pump was not returned for evaluation. Difficulty aspirating from the cap may indicate an issue with the catheter or pump stem, but neither can be confirmed without product return. A review of the DHR, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. If additional information is received, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Manufacturer narrative:
Internal complaint number: (B)(4). A review of the DHR, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function.

Event description:
On (B)(6) 2019, it was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. Other details are provided from appointments, and they are as follows: (B)(6) 2018: prior the appointment, patient was on baclofen with a concentration of 200 mcg/ml and a daily dose of 30 mcg/day, and bupivicaine with a concentration of 32 mg/ml and a daily dose of 4.8 mg/day. Patient was programmed with a refill of 20 mls, and the concentration of both the baclofen and bupivicaine were increased to 250 mcg/ml and 40 mg/ml. It is unknown of a bridge bolus was programmed. (B)(6) 2019: patient was reported to need an MRI. The pump was programmed with a 0 mcg/day daily dose and a 0 ml refill volume. The pump was reprogrammed with a reservoir volume of 20 mls the same medication as before and the daily dose was reprogrammed. (B)(6) 2019: volume discrepancy described earlier was observed. Patient was programmed with a refill of 20 mls and set to a daily dose of 1 mcg/day. There were no indications of pump errors and the battery read as ok. Physician also reported that the patient did not report any falls or accidents. There are no reported patient symptoms. It was also reported that the patient did have a surgery prior to the previous refill. On (B)(6) 2019: physician reported additional information. He reports that he emptied the reservoir and internal fluid pathway and replaced it with saline. He then reports to have volume discrepancy - under infusion. He additionally reports that they did an MRI on the patient to assess for any granulomas or anatomical issues in which none were found. He reports he did follow the MRI protocol for this. (B)(6) 2019: the patient contacted to report that the pump was explanted. No additional information was provided.